Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25may2022 the hm3 lvas IFU rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital due to near syncope and implantable cardioverter-defibrillator (ICD) shock on (B)(6) 2022. The patient had an episode of ventricular tachycardia (vt). Their magnesium and potassium were low on admission, so replacement therapy was given. The patient did not experience ICD shock or vt on (B)(6) 2022 and was discharged with instructions to follow up in the ventricular assist device (vad) clinic at (B)(6) within the week.